Event description:
(B)(4).

Manufacturer narrative:
Verathon's eval of the glidescope video monitor was unable to identify any malfunctions, problems, or issues. The monitor functioned as intended. The user facility did not provide either glidescope video laryngoscope blade used during this event.